Event description:
Boston scientific received information that this left ventricular (lv) lead has fractured. Per the clinician, it had been functioning well and the trended graph showed that impedance was stable until the middle of (B)(6), where it was shown to be elevated. A recent follow-up showed that pacing impedance was high and out of range, and there was loss of capture at maximum output. The patient reported feeling unwell, with shortness of breath and general fatigue. The lv lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information be provided.